Manufacturer narrative:
Consumer is a diabetic, was using pain medication and was using the heating pad while sleeping, all of which are violations of the warnings and instructions provided. This incident is the direct result of consumer abuse / misuse of the product. The pad has been requested from the consumer to determine if the incident arose from abuse/misuse of the pad (i.e. Bunching/folding/crushing). The consumer has not returned the product.

Event description:
Consumer claims she was taking pain medication for a recent knee replacement surgery and was using the heating pad when she fell asleep. She awoke to find a burn to her arm which was diagnosed as a 2nd degree burn. She alleges the heating pad did not shut off after two hours.